Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently lost consciousness due to a low blood glucose level. The customer stated that she filled the tubing while still connected and went low as a result. Customer reported that she treated with glucose once she regained consciousness. Blood glucose level at the time of the incident was unknown. The insulin pump was not replaced or returned for analysis.